Manufacturer narrative:
During internal review, it was identified that the iview report for sn (B)(4) displayed measurements in the incorrect unit of measure (inches vs. Mm). Surgery was not impacted as the issue was identified prior to surgery outside of a surgery setting. The device was returned and the issue was confirmed. The report was retrospectively identified to be reportable following internal review of MDR reportability. FDA was notified of this event per recall number z-0991-2017 on november 11, 2016.

Event description:
During internal review, it was identified that the iview report for sn (B)(4) displayed measurements in the incorrect unit of measure (inches vs. Mm). Surgery was not impacted as the issue was identified prior to surgery outside of a surgery setting.